Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, the patient having contraindicating conditions, and inadequate fixation have been ruled out. However, migration was confirmed via x-ray. The stimulator is used to treat pain. The cause of the increase in buttock pain is migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported an increase in buttock pain. Migration was confirmed via x-ray and an explant procedure was performed on (B)(6) 2024, and new neurostimulator was implanted. The patient is doing well and no further issues have been reported.